Manufacturer narrative:
This report is submitted september 16, 2019.

Event description:
It was reported the patient received steroid injections (date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the ongoing cellulitis at the implant site. It is unknown if there are plans to reimplant the patient.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient was hospitalized(date not reported) due to an infection which was treated with an antibiotics.